Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a decrease of the estimated residual longevity was observed during a follow-up dated (B)(6)2018 . Ventricular autothreshold was previously programmed in auto mode, and ventricular output was constantly at 5v/0.50ms since.

Event description:
Reportedly, a decrease of the estimated residual longevity was observed during a follow-up dated 22 november 2018. Ventricular auto threshold was previously programmed in auto mode, and ventricular output was constantly at 5v/0.50ms since.